Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned in 2 segments. The terminal section was returned still connected to the adapter. The adapter was also severed. We were unable to remove the lead from the adapter as it was stuck. The extracting stylet was found inside the distal segment. The clinical observations could not be confirmed through analysis.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information became available that this lead along with all other implanted leads/device was explanted and successfully replaced without incident.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial lead exhibited high out of range impedance measurements of greater than 2000 ohms and a fracture was suspected. A chest x-ray confirmed no fracture. In an attempt to fix the lead extender was unwound, and the outer conductor was used to connect to a non bsc splice kit. The lead remains implanted at this time as the patient refuses any further medical intervention. To date, there have been no additional adverse patient effects reported.